Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that the ilet pump produced an unlock buzz but would not unlock, with the screen clean, intact, and charged; blood glucose was not affected, and a replacement was arranged. Symptoms included no adverse clinical effects. Outcomes included no impact to health or hospitalization. Investigation included customer interview and troubleshooting guidance, confirmation that ilet data would not transfer to the replacement, instructions to shut down the device via menu, settings, other, shut down, and verification that the patient could continue cgm use through the dexcom app or receiver and inspection of the returned device. Failure investigation revealed no fault found with the device.